Event description:
It was reported that during interrogation of the pulse generator the message - the diagnostic data and mode switch data were invalid- was displayed. The device was reset and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).